Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced inflation and deflation issues. The patient stated that the device has not worked since the implant procedure as it has always remained one-third inflated. The physician suggested him to remove the app; however, no surgery has been performed. No additional information was reported.